Event description:
It was reported by the sales rep that during the procedure three expedium drivers had to be changed as they were stripped/worn out. No other details provided. No impact to the patient of delay in the procedure reported. This complaint involves one (1) device.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part # 279712400. Lot # mi83565. Supplier: micropulse. Batch1: lot qty of 52 units were released on october 29, 2020 with no discrepancies. No ncrs were generated during production. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the photo. Visual analysis of the photo revealed that the xpdm quick-con si poly scwdrvr device (p/n: 279712400, lot: mi83565) does not have any issue, as the provided information is not sufficient evidence to confirm that the piece involved have a stripped or worn defect. The reported allegation cannot be confirmed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for the xpdm quick-con si poly scwdrvr (p/n: 279712400, lot: mi83565). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.